Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states it is strongly advised for the patient not to continue the use of the aligners due to the trauma it is causing to their dentition and the tmj pain that has come about from the use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.